Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump showing a fill estimate of 240 units instead of the 200 units caller expected. They were advised to disconnect and deliver a bolus, resulting in a consistent estimate of 240+ units, and were instructed on air removal from the cartridge before filling. Caller agreed to load a new cartridge, with guidance provided for this process, and the pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.